Event description:
The customer called and reported his blood glucose was 420 mg/dl, due to eating and the insulin pump was alarming with a low reservoir. Customer had not yet treated but planned on doing so with the insulin pump or manual injection. The customer was calling in for assistance preparing pump for priming and inserting the infusion set. Assistance was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.